Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive meter blood glucose now alarm even after entering blood glucose. Customer was advised to give insulin pump a moment for reading and sensor to update. Customer's blood glucose was unknown.